Event description:
The customer was running patient samples and had 5 patients in a row with ion selective electrode (ise) potassium results of >5 mmol/l. The samples were repeated on another cobas c501 analyzer and received normal results. Specific data was provided for only 3 patient samples. The repeat results were done on a second analyzer. Patient 1 initial result was 5.4 mmol/l and the repeat test was 4.5 mmol/l. Patient 2 initial result was 5.2 mmol/l and the repeat test was 3.7 mmol/l. Patient 3 initial result was 5.5 mmol/l and the repeat test was 3.8 mmol/l. The initial results were reported outside the laboratory. The customer stated the results from the second analyzer were the correct results. There was no adverse event. The customer replaced the potassium electrode and performed a calibration which failed. The field service representative found there was an issue with the ise sipper nozzle and found the teflon was worn off. He replaced the sipper nozzle and verified the alignment was correct. He removed and cleaned is bath, replaced the diluent, kcl and cl cartridge. He ran performance testing which were successful and the customer calibrated successfully. Upon further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.